Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 650 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dka and hyperglycemia. The patient was treated with an intravenous fluids, oxygen, and an insulin drip. When removed from the infusion site (arm), the pod's cannula was found bent. The patient reported the pod was leaking during this event. The patient was released two days after being admitted. The pod was removed at the hospital. The pod has been discarded.